Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010380785 was returned and analyzed. Visual inspection of the sheath showed the shaft was ribbed and kinked at 2.54¿ from the tip; the steering mechanism worked as initially intended. Performance testing with a sentinel blackbelt leak tester showed the pressure decay was in the acceptance range of less than 0.945 psig. The shaft and valve were leak tight with no apparent issue. Several flushes and aspirations were performed without issues while the balloon catheter was inserted. There was no blockage along the shaft and the shaft and side port was leak tight. In conclusion, the sheath failed the returned product inspection due to the kinked shaft. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.